Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced low blood glucose levels (38mg/dl). The patient reportedly began using the pump on (B)(6) 2012, at 6 pm the patient checked their blood glucose level and it was 38mg/dl. The patient checked their blood glucose level just before the call and during the call and the readings were 56mg/dl and 42mg/dl. The patient just reportedly ate a meal of soft boiled eggs, vegetables and a protein shake. The patient reportedly had no symptoms with the low blood glucose levels as the patient had hypoglycemia unawareness. The pump was reviewed and the prime history and total daily dose history appear accurately. This report is being made based on the allegation that the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. There were no insulin delivery issues found during investigation.